Event description:
Film review analysis: films from 13-years post-implant were reviewed. The aneurx bifurcate was seen positioned several mm's below the renals. The ipsilateral limb was placed within the left common iliac, and the contra limb into the right common iliac. Contrast was seen within the 7.5cm max diameter aaa. The contrast appeared to be coming from a fabric tear of the contra limb; just below the gate. The cause of the fabric tear/type iii endoleak could not be determined. The limb was slightly off-set near the endoleak location and stent fracture(s) were likely, but fractures could not be confirmed in these images. The left iliac limb at the origin of the left common iliac was acutely angulated laterally. The limbs were patent. No other stent graft issues were observed. Images after post-relining at the fabric tear location were not provided.

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm approximately 13 years ago. Aneurysm and vessel morphology is unknown. It was reported that the patient presented to the e.r. With back pain. A CT noted that the aneurysm was growing and was currently at 7 cm in diameter. There was a fracture of the contralateral limb stent graft resulting in a type iii endoleak. An endurant 16x16x82 was successfully implanted inside of the fractured limb resolving the endoleak. There was no angulation where the fracture occurred. The patient had not been in for follow-ups for the past couple years. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, stent fracture. Lack of information, cause of endoleak is unknown. Conclusion: endoleak, stent fracture. Lack of information, cause of endoleak is unknown.